Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 600s (mg/dl). Customer changed infusion set site to treat bg levels; however, bg levels continued to rise and customer reverted to manual injections of lantus to treat bg levels. Reportedly, customer had a bladder infection. Customer indicated that they have been working with health care provider for diabetes management and that use of the pump will be reinstated on (B)(6) 2016.